Event description:
It was reported that during a test carried out in the morning , during inflation of the balloon by the green pathway, the volume (45ml) leaked through the length of the tube, falling into the collection bag. The user suspected a leak and removed the balloon by testing it on a smooth surface and saw that the balloon was not only not inflating the injected volume, but was also leaking into the tube. They would like to point out that the insertion was carried out as trained and the stool was liquid, so there was no obstruction. As per the additional information received on 12jan2024, there was no harm to the patient/health professional and there was no medical intervention.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Received 1 unused dignishield in an opened container. The balloon was inflated with the returned syringe with 45 ml methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) and no obstruction, disconnections or leaks were observed. The balloon rested with no leaks or disconnections. The returned syringe was connected, and it was able to deflate the balloon with no issues. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a test carried out one morning , during inflation of the balloon via the verde, the volume (45ml) leaked through the length of the tube, falling into the collection bag. The user suspected a leak and removed the balloon by testing it on a smooth surface and saw that the balloon was not only not inflating the injected volume, but was also leaking into the tube. They would like to point out that the insertion was carried out as trained and the stool was liquid, so there was no obstruction. As per the additional information received on 12jan2024, there was no harm to the patient/health professional and there was no medical intervention.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "thin spot on tube/variation in wall thickness". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inflate the cuff with 45 ml of water by slowly depressing the syringe plunger. The inflation port has an external pilot balloon as a guide to determine proper inflation; as the cuff inflates, the pilot balloon also inflates. The pilot balloon should be used as a reference to determine proper cuff inflation. Warnings: do not use if package is opened or damaged. Do not use improper amount or type of fluids for irrigation/flush or cuff inflations. Never use hot liquids." Correction: e,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that during a test carried out one morning , during inflation of the balloon via the verde, the volume (45ml) leaked through the length of the tube, falling into the collection bag. The user suspected a leak and removed the balloon by testing it on a smooth surface and saw that the balloon was not only not inflating the injected volume, but was also leaking into the tube. They would like to point out that the insertion was carried out as trained and the stool was liquid, so there was no obstruction.